Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/persistent severe pelvic pain extreme persistent pelvic pain/pelvic pain/sharp stabbing pains") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. A36521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, live birth in 1995, live birth in 2005, live birth in 2011, live birth on (B)(6) 2012 and pre-eclampsia. She was not allergic to nickel or any other component of essure. Concomitant products included hydrochlorothiazide since 2005, metoprolol succinate (toprol xl) since 2005 and potassium for hypertension. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal pain/abdominal aches/ persistent/intermittent abdomen-(cramps, aches, sharp stabbing eclectic jolts)/ongoing abdomen (cramps, aches, sharp stabbing eclectic jolts)/extreme persistent abdominal painelectric jolts/cramping"), vaginal discharge ("vaginal discharge"), fallopian tube spasm ("tubal spasms"), dyspareunia ("painful sex"), breast pain ("painful breasts"), mood swings ("mood swings") and paraesthesia ("electric jolts"). In (B)(6) 2014, the patient experienced menstruation irregular ("irregular periods"), dysmenorrhoea ("irregular periods, pain/late period, pain"), menorrhagia ("heavy periods /heavy discharge periods") and coital bleeding ("spotting after intercourse"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian blood blister/ovarian cysts") and adnexa uteri pain ("chronic pain, ovarian blood blister"). In (B)(6) 2015, the patient experienced facial paralysis ("bell¿s palsy"). On an unknown date, the patient experienced menstruation delayed ("late period"), back pain ("back pain"), amenorrhoea ("missing periods"), migraine ("migraines-head aches"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and complication of device insertion ("physician they had a little problem getting implant into my right fallopian tube"). The patient was treated with panadeine co (tylenol #3), ibuprofen (advil) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, abdominal pain lower, menstruation irregular, dysmenorrhoea, menorrhagia, vaginal discharge, fallopian tube spasm, dyspareunia, coital bleeding, breast pain, mood swings, facial paralysis, ovarian cyst, adnexa uteri pain, menstruation delayed, back pain, amenorrhoea, migraine, mental disorder, complication of device insertion and paraesthesia outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, amenorrhoea, back pain, breast pain, coital bleeding, complication of device insertion, dysmenorrhoea, dyspareunia, facial paralysis, fallopian tube spasm, genital haemorrhage, menorrhagia, menstruation delayed, menstruation irregular, mental disorder, migraine, mood swings, ovarian cyst, paraesthesia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: total laparoscopic hysterectomy with bilateral salpingectomy via da vinci platform was performed on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: no acute findings in the abdomen or pelvis hysterosalpingogram - in (B)(6) 2014: essure placement was confirmed on (B)(6) 2015, computerised tomogram revealed-no acute findings in the abdomen or pelvis, there was a 5 mm noncalcified pulmonary nodule in the right middle lobe. 12 month follow up CT was recommended unless the patient had a personal history of malignancy of history of tobacco use, then 6 month follow up CT was recommended, bilateral spondylolyses at l5-s1 with 2 mm of anterolisthesis. On (B)(6) 2015, pathology test revealed the specimen was received ¿uterus, cervix, bilateral tubes and foreign body in uterus¿ and consists of 142 grams, 905 cm in length x 6.2 cm in width, 4.5 cm from anterior-to-posterior uterus with bilateral attached fallopian tubes and attached 3.1cm in diameter cervix. The serosa in tan-pink, smooth and glistening and displays a 0.6 x 0.3 cm ovoid central patent. Opening reveals a tanyellow corrugated endocervical mucosa with a well defined equamocolumnar junction. The triangular endometrial canal was 4.5cm in length x 3.7 cm in width and displayed a tan-pink smooth and glistening endometrium averaging 0.2 cm in thickness. The trabecular tan-pink myometrium average 1.6cm inthickness and is free of myometrial nodules. The bilateral timbriated fallopian tubes average 8 cm in length x 0.5cm in diameter and each fallopian tube reveals a pinpoint, stellate lumen which contained a silver coiled metallic intraluminal contraceptive device consistent with essure coils. The contraceptive device appeared to be inserted intraluminally with no grossly appreciated complications. Final diagnosis for cervix was nabothian cysts, for serosa was scattered fibrous adhesions, for bilateral fallopian tube was both tubes with intact intraluminal metallic coils and benign paratubal cyst. On an unspeicied date, sonogram and uterine biopsy was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coils seen on ultrasound and appear to be entering the uterus/foreign body in the uterus'), pelvic pain ('severe pelvic pain/persistent severe pelvic pain extreme persistent pelvic pain/pelvic pain/sharp stabbing pains'), genital haemorrhage ('heavy bleeding') and facial paralysis ('bell¿s palsy') in a 37-year-old female patient who had essure (batch no. A36521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2012, live birth in 2011, live birth in 2005, live birth in 1995, multigravida, parity 4 and pre-eclampsia. She was not allergic to nickel or any other component of essure. Concomitant products included hydrochlorothiazide since 2005, metoprolol succinate (toprol xl) since 2005 and potassium for hypertension. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal pain/abdominal aches/ persistent/intermittent abdomen-(cramps, aches, sharp stabbing eclectic jolts)/ongoing abdomen (cramps, aches, sharp stabbing eclectic jolts)/extreme persistent abdominal painelectric jolts/cramping"), vaginal discharge ("vaginal discharge"), fallopian tube spasm ("tubal spasms"), dyspareunia ("painful sex"), breast pain ("painful breasts"), mood swings ("mood swings") and paraesthesia ("electric jolts"). In (B)(6) 2014, the patient experienced menstruation irregular ("irregular periods"), dysmenorrhoea ("irregular periods, pain/late period, pain"), menorrhagia ("heavy periods /heavy discharge periods") and coital bleeding ("spotting after intercourse"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian blood blister/ovarian cysts") and adnexa uteri pain ("chronic pain, ovarian blood blister"). In (B)(6) 2015, the patient experienced facial paralysis (seriousness criterion medically significant). On an unknown date, the patient experienced menstruation delayed ("late period"), back pain ("back pain"), amenorrhoea ("missing periods"), migraine ("migraines-head aches"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and complication of device insertion ("physician they had a little problem getting implant into my right fallopian tube"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion and pelvic pain had not resolved and the genital haemorrhage, abdominal pain lower, menstruation irregular, dysmenorrhoea, menorrhagia, vaginal discharge, fallopian tube spasm, dyspareunia, coital bleeding, breast pain, mood swings, facial paralysis, ovarian cyst, adnexa uteri pain, menstruation delayed, back pain, amenorrhoea, migraine, mental disorder, complication of device insertion and paraesthesia outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, amenorrhoea, back pain, breast pain, coital bleeding, complication of device insertion, device expulsion, dysmenorrhoea, dyspareunia, facial paralysis, fallopian tube spasm, genital haemorrhage, menorrhagia, menstruation delayed, menstruation irregular, mental disorder, migraine, mood swings, ovarian cyst, paraesthesia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: total laparoscopic hysterectomy with bilateral salpingectomy via da vinci platform was performed on (B)(6) 2015. Essure insertion detail: both right and left tubal ostea were visualized. The essure micro-insert was placed in the patient's right tubal ostea without complications. 4 coils noted outside ostea confirming correct placement. This was repeated in the patient's left tubal ostea without complications. 4 coils noted outside ostea confirming correct placement. Essure removal detail: foreign body in the uterus. There were no perforations of the coils. The ovaries appeared normal. The remainder of the pelvis and abdomen were normal as well. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: results: no acute findings in the abdomen or pelvis, there was a 5 mm noncalcified pulmonary nodule in the right middle lobe. 12 month follow up CT was recommended unless the patient had a personal history of malignancy of history of tobacco use, then 6 month follow up CT was recommended, bilateral spondylolyses at l5-s1 with 2 mm of anterolisthesis.. Hysterosalpingogram - in (B)(6) 2014: results: essure placement was confirmed. Ultrasound scan - on (B)(6) 2015: essure coils seen on ultrasound and appear to be entering the uterus. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: device expulsion, migraines, menorrhagia, pelvic pain, vaginal discharge, back pain, dyspareunia, irregular period". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: medical record received. Event" essure coils seen on ultrasound and appear to be entering the uterus/foreign body in the uterus" was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/persistent severe pelvic pain extreme persistent pelvic pain/pelvic pain/sharp stabbing pains") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (batch no. A36521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, live birth in 1995, live birth in 2005, live birth in 2011, live birth on (B)(6) 2012 and pre-eclampsia. She was not allergic to nickel or any other component of essure. Concomitant products included hydrochlorothiazide since 2005, metoprolol succinate (toprol xl) since 2005 and potassium for hypertension. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal pain/abdominal aches/ persistent/intermittent abdomen-(cramps, aches, sharp stabbing eclectic jolts)/ongoing abdomen (cramps, aches, sharp stabbing eclectic jolts)/extreme persistent abdominal painelectric jolts/cramping"), vaginal discharge ("vaginal discharge"), fallopian tube spasm ("tubal spasms"), dyspareunia ("painful sex"), breast pain ("painful breasts"), mood swings ("mood swings") and electric shock ("electric jolts"). In (B)(6) 2014, the patient experienced menstruation irregular ("irregular periods"), dysmenorrhoea ("irregular periods, pain/late period, pain"), menorrhagia ("heavy periods /heavy discharge periods") and coital bleeding ("spotting after intercourse"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian blood blister/ovarian cysts") and adnexa uteri pain ("chronic pain, ovarian blood blister"). In (B)(6) 2015, the patient experienced facial paralysis ("bell¿s palsy"). On an unknown date, the patient experienced menstruation delayed ("late period"), back pain ("back pain"), amenorrhoea ("missing periods"), migraine ("migraines-head aches"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and complication of device insertion ("physician they had a little problem getting implant into my right fallopian tube"). The patient was treated with panadeine co (tylenol #3), ibuprofen (advil) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, abdominal pain lower, menstruation irregular, dysmenorrhoea, menorrhagia, vaginal discharge, fallopian tube spasm, dyspareunia, coital bleeding, breast pain, mood swings, facial paralysis, ovarian cyst, adnexa uteri pain, menstruation delayed, back pain, amenorrhoea, migraine, mental disorder, complication of device insertion and electric shock outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, amenorrhoea, back pain, breast pain, coital bleeding, complication of device insertion, dysmenorrhoea, dyspareunia, electric shock, facial paralysis, fallopian tube spasm, genital haemorrhage, menorrhagia, menstruation delayed, menstruation irregular, mental disorder, migraine, mood swings, ovarian cyst, pelvic pain and vaginal discharge to be related to essure. The reporter commented: total laparoscopic hysterectomy with bilateral salpingectomy via da vinci platform was performed on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: no acute findings in the abdomen or pelvis hysterosalpingogram - in (B)(6) 2014: essure placement was confirmed on (B)(6) 2015, computerised tomogram revealed-no acute findings in the abdomen or pelvis, there was a 5 mm noncalcified pulmonary nodule in the right middle lobe. 12 month follow up CT was recommended unless the patient had a personal history of malignancy of history of tobacco use, then 6 month follow up CT was recommended, bilateral spondylolyses at l5-s1 with 2 mm of anterolisthesis. On (B)(6) 2015, pathology test revealed the specimen was received ¿uterus, cervix, bilateral tubes and foreign body in uterus¿ and consists of 142 grams, 905 cm in length x 6.2 cm in width, 4.5 cm from anterior-to-posterior uterus with bilateral attached fallopian tubes and attached 3.1cm in diameter cervix. The serosa in tan-pink, smooth and glistening and displays a 0.6 x 0.3 cm ovoid central patent. Opening reveals a tanyellow corrugated endocervical mucosa with a well defined equamocolumnar junction. The triangular endometrial canal was 4.5cm in length x 3.7 cm in width and displayed a tan-pink smooth and glistening endometrium averaging 0.2 cm in thickness. The trabecular tan-pink myometrium average 1.6cm inthickness and is free of myometrial nodules. The bilateral timbriated fallopian tubes average 8 cm in length x 0.5cm in diameter and each fallopian tube reveals a pinpoint, stellate lumen which contained a silver coiled metallic intraluminal contraceptive device consistent with essure coils. The contraceptive device appeared to be inserted intraluminally with no grossly appreciated complications. Final diagnosis for cervix was nabothian cysts, for serosa was scattered fibrous adhesions, for bilateral fallopian tube was both tubes with intact intraluminal metallic coils and benign paratubal cyst. On an unspeicied date, sonogram and uterine biopsy was done. Most recent follow-up information incorporated above includes: on 21-may-2018: pfs received- new event electric jolts were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/persistent severe pelvic pain extreme persistent pelvic pain/pelvic pain/sharp stabbing pains") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. A36521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, live birth in 1995, live birth in 2005, live birth in 2011, live birth on (B)(6) 2012 and pre-eclampsia. She was not allergic to nickel or any other component of essure. Concomitant products included hydrochlorothiazide in 2005, metoprolol succinate (toprol xl) in 2005 and potassium for hypertension. On (B)(6) -2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced abdominal pain lower ("severe abdominal pain/abdominal aches/ persistent/intermittent abdomen-(cramps, aches, sharp stabbing eclectic jolts)/ongoing abdomen (cramps, aches, sharp stabbing eclectic jolts)/extreme persistent abdominal painelectric jolts/cramping"). In 2015, the patient experienced menstruation irregular ("irregular periods"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian blood blister/ovarian cysts") and adnexa uteri pain ("chronic pain, ovarian blood blister"). On an unknown date, the patient experienced dysmenorrhoea ("irregular periods, pain/late period, pain"), menorrhagia ("heavy periods /heavy discharge periods"), vaginal discharge ("vaginal discharge"), fallopian tube spasm ("tubal spasms"), dyspareunia ("painful sex"), coital bleeding ("spotting after intercourse"), breast pain ("painful breasts"), mood swings ("mood swings"), facial paralysis ("bell¿s palsy"), menstruation delayed ("late period"), back pain ("back pain"), amenorrhoea ("missing periods"), migraine ("migraines-head aches"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and complication of device insertion ("physician they had a little problem getting implant into my right fallopian tube"). The patient was treated with panadeine co (tylenol #3), ibuprofen (advil) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, abdominal pain lower, menstruation irregular, dysmenorrhoea, menorrhagia, vaginal discharge, fallopian tube spasm, dyspareunia, coital bleeding, breast pain, mood swings, facial paralysis, ovarian cyst, adnexa uteri pain, menstruation delayed, back pain, migraine, mental disorder and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, amenorrhoea, back pain, breast pain, coital bleeding, complication of device insertion, dysmenorrhoea, dyspareunia, facial paralysis, fallopian tube spasm, genital haemorrhage, menorrhagia, menstruation delayed, menstruation irregular, mental disorder, migraine, mood swings, ovarian cyst, pelvic pain and vaginal discharge to be related to essure. The reporter commented: total laparoscopic hysterectomy with bilateral salpingectomy via da vinci platform was performed on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: no acute findings in the abdomen or pelvis hysterosalpingogram - in (B)(6) 2014: essure placement was confirmed on (B)(6) 2015, computerised tomogram revealed-no acute findings in the abdomen or pelvis, there was a 5 mm noncalcified pulmonary nodule in the right middle lobe. 12 month follow up CT was recommended unless the patient had a personal history of malignancy of history of tobacco use, then 6 month follow up CT was recommended, bilateral spondylolyses at l5-s1 with 2 mm of anterolisthesis. On (B)(6) 2015, pathology test revealed the specimen was received ¿uterus, cervix, bilateral tubes and foreign body in uterus¿ and consists of 142 grams, 905 cm in length x 6.2 cm in width, 4.5 cm from anterior-to-posterior uterus with bilateral attached fallopian tubes and attached 3.1cm in diameter cervix. The serosa in tan-pink, smooth and glistening and displays a 0.6 x 0.3 cm ovoid central patent. Opening reveals a tanyellow corrugated endocervical mucosa with a well defined equamocolumnar junction. The triangular endometrial canal was 4.5cm in length x 3.7 cm in width and displayed a tan-pink smooth and glistening endometrium averaging 0.2 cm in thickness. The trabecular tan-pink myometrium average 1.6cm inthickness and is free of myometrial nodules. The bilateral timbriated fallopian tubes average 8 cm in length x 0.5cm in diameter and each fallopian tube reveals a pinpoint, stellate lumen which contained a silver coiled metallic intraluminal contraceptive device consistent with essure coils. The contraceptive device appeared to be inserted intraluminally with no grossly appreciated complications. Final diagnosis for cervix was nabothian cysts, for serosa was scattered fibrous adhesions, for bilateral fallopian tube was both tubes with intact intraluminal metallic coils and benign paratubal cyst. On an unspeicied date, sonogram and uterine biopsy was done. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event ¿severe and permanent injuries¿ was updated to event ¿severe abdominal pain/abdominal aches/ persistent/intermittent abdomen-(cramps, aches, sharp stabbing eclectic jolts)/ongoing abdomen (cramps, aches, sharp stabbing eclectic jolts)/extreme persistent abdominal pain electric jolts¿. Events added- ¿irregular periods, pain¿, ¿severe pelvic pain/persistent severe pelvic pain extreme persistent pelvic pain/pelvic pain/sharp stabbing pains¿, ¿irregular periods¿, ¿heavy periods /heavy discharge periods¿, ¿tubal spasms¿, ¿painful sex¿, ¿spotting after intercourse ¿, ¿painful breasts¿, ¿mood swings¿, ¿bell¿s palsy¿, chronic pain, ¿ovarian blood blister/ovarian cysts¿, ¿late period¿, ¿late period, pain¿, ¿back pain¿, ¿migraines-head aches¿, ¿missing periods¿, ¿essure caused or aggravated any psychiatric and/or psychological condition¿ and ¿physician they had a little problem getting implant into my right fallopian tube¿. Stsrt and stop date updated. Lab data added. Historical conditions, historical drug, concomitant drug and treatment drugs added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.